Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years following the implant of this transcatheter bioprosthetic valve, the patient had developed severe aortic insufficiency. Echocardiogram revealed a mobile structure on the valve. The valve was explanted and replaced with a 25 millimeter (mm) non-medtronic surgical valve. Upon inspection of the explanted valve, it was noted that there was a tear on the left of the leaflets, the commissure on the left and the right. There was a mobile mass, but no evidence of endocarditis. No additional adverse patient effects were reported.